Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that smoke appeared from the replacement mixer motor of a granuflo dissolution tank following installation. The mixer motor was hot to the touch after 30 seconds of running it. According to the biomed the part was installed and wired correctly. There was no known physical damage to the part or packaging upon arrival. A replacement mixer motor was ordered to resolve the reported issue. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation. There was no reported personal harm to any individuals as a result of this issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that smoke appeared from the replacement mixer motor of a granuflo dissolution tank following installation. The mixer motor was hot to the touch after 30 seconds of running it. According to the biomed the part was installed and wired correctly. There was no known physical damage to the part or packaging upon arrival. A replacement mixer motor was ordered to resolve the reported issue. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation. There was no reported personal harm to any individuals as a result of this issue.

Manufacturer narrative:
Correction: g4 (510(k)#).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst).. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was found during the complaint investigation indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that smoke appeared from the replacement mixer motor of a granuflo dissolution tank following installation. The mixer motor was hot to the touch after 30 seconds of running it. According to the biomed the part was installed and wired correctly. There was no known physical damage to the part or packaging upon arrival. A replacement mixer motor was ordered to resolve the reported issue. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation. There was no reported personal harm to any individuals as a result of this issue.

Manufacturer narrative:
Plant investigation: the modified mixer motor was returned to the manufacturer for physical evaluation. An exterior inspection of the modified mixer motor showed no signs of damage. Wiring inspection found the placement of the red and black wires to be proper. The motor/pump operation test was performed and failed. After connecting the motor to power, the motor turned, became hot to the touch, and emitted smoke. Internal inspection revealed that a groove had been ground into the commutator from making contact with the motor¿s windings. The smoke occurred from friction damage to the strings on the winding. The reported issue was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that smoke appeared from the replacement mixer motor of a granuflo dissolution tank following installation. The mixer motor was hot to the touch after 30 seconds of running it. According to the biomed the part was installed and wired correctly. There was no known physical damage to the part or packaging upon arrival. A replacement mixer motor was ordered to resolve the reported issue. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation. There was no reported personal harm to any individuals as a result of this issue.